Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states the target device gamma3 to be the subject product. Associated products were not specified exactly and not returned for investigation. The appearance of the item and the inspection records identified the target device returned being of current design version. A review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution. As the device had been in use for more than five years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal mis-drilling could not be reproduced. Potentially reduced accuracy in guidance is usually found during pre-operative functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure.

Event description:
It was reported by the nurse, that there have been misdrillings during distal locking.

Event description:
It was reported by the nurse, that there have been misdrillings during distal locking.